Event description:
It was reported that the patient experienced a slow heart rate. Two atrial high rate episodes were recorded, which appeared to be atrial oversensing of the t-wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead, (B)(6) 2013. (B)(4).